Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt the device was unable to discharge using CPR electrode stat pads. The device initially discharged the first 4 times. However, the clinician had to press the discharge button multiple times on the 5th and 6th attempt before a shock was delivered. Complainant indicated that the pt subsequently expired. Further testing with a simulator, the device discharged multiple times successfully. The complainant indicated that the CPR stat pads involved in the reported malfunction were not retained.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.